Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that when the on/off button was pressed and the lid opened, that no voice prompts were heard. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, intermittently the device was unable to power on or off. Physio removed the on/off charge-pak flex for further evaluation. It was observed that the center gold contact had two impressions in the plating, creating an uneven contact surface for the switch dome to press onto. The uneven contact surface would result in an open circuit depending on where the switch dome was pressed. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that when the on/off button was pressed and the lid opened, that no voice prompts were heard. There was no patient use associated with the reported event.